Event description:
It was reported by a health professional that the device shocked the patient four times randomly. Several follow-up attempts were conducted for additional information but were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.